Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v475128, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient was in the hospital and had a CT scan, blood work, and medication. The health care professional (hcp) felt that the pain was from the blood clot in her lower left leg. The blood clot was from (B)(6) 2015. The patient had an infection in the bladder, blood in their stool, and low potassium. The hcp said that the blood clot was causing the low potassium. The patient was on vicodin and antibiotics. The hcp had her shut the device off and she had not had the pain since. She was going to call the hcp that told her to turn the device off and set up an appointment to have the device checked. The patient had x-rays done and was going to show the hcp. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.